Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and there were no anomalies found. (B)(4) the proximal segment was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was distorted and the outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and visually there was apparent explant damage. (B)(4) the proximal segment was returned and analyzed. The distal conductor was fractured and melted. The outer insulation was also melted and had cosmetic environmental stress cracking and cosmetic depression. Event description continued: an attempted lv lead was not used as it unstable in the coronary sinus. The lead was not used, and a new lv lead was implanted during the procedure. There were no further patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented after having multiple inappropriate shocks along with oversensing and high impedance. The patient was scheduled for a replacement of the right ventricular (rv) lead but had a reaction to the fresh frozen plasma and the procedure was delayed. During the procedure, the physician decided to replace the device as well since the longevity was affected by the number of therapies that had been delivered. The device was removed and replaced. During the procedure, the left ventricular (lv) lead was fractured when it was exposed to cautery. An attempt to extract the lv and the rv lead were unsuccessful. The rv lead helix would not retract and the lv lead would "not come free." The leads were cut and capped and portions were removed. The rv lead was replaced.

Event description:
It was reported that the patient presented after having multiple inappropriate shocks along with oversensing and high impedance. The patient was scheduled for a replacement of the right ventricular (rv) lead but had a reaction to the fresh frozen plasma and the procedure was delayed. During the procedure, the physician decided to replace the device as well since the longevity was affected by the number of therapies that had been delivered. The device was removed and replaced. During the procedure, the left ventricular (lv) lead was fractured when it was exposed to cautery. An attempt to extract the lv and the rv lead were unsuccessful. The rv lead helix would not retract and the lv lead would "not come free." The leads were cut and capped and portions were removed. The rv lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and there were no anomalies found. (B)(4) the proximal segment was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was distorted and the outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and visually there was apparent explant damage. (B)(4) the proximal segment was returned and analyzed. The distal conductor was fractured and melted. The outer insulation was also melted and had cosmetic environmental stress cracking and cosmetic depression. Event description continued: an attempted lv lead was not used as it unstable in the coronary sinus. The lead was not used, and a new lv lead was implanted during the procedure. There were no further patient complications were reported as a result of this event.